Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a 25-year-old female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder and hypothyroidism. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome and abdominal pain. Concomitant products included venlafaxine (effexor) since (B)(6) 2009 for anxiety and depression as well as clonazepam (klonopin) from (B)(6) 2008 to (B)(6) 2018 and lithium since (B)(6) 2017. On (B)(6) 2009, 2733 days before insertion of essure, the patient experienced anxiety ("psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2010, the patient experienced nausea ("nausea"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). On (B)(6) 2016, the patient experienced the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and rash ("allergic or hypersensitivity reaction type: rashes"). On (B)(6) 2017, the patient experienced weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), constipation ("constipation"), alopecia ("hair loss"), back pain ("lower back pain") and the second episode of urinary tract infection ("infection(blaffer/urinary tract/vaginal)- uti"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, nausea and dysmenorrhoea had resolved and the uterine haemorrhage, hot flush, mood swings, vaginal haemorrhage, cystitis, anxiety, bladder disorder, urinary tract disorder, headache, dyspareunia, visual impairment, fatigue, weight increased, dyspepsia, constipation, alopecia, back pain, ovarian cyst, depression, rash and the last episode of urinary tract infection outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, visual impairment, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: normal placement of the essure coils with 3 coils seen on either side. On (B)(6) 2017- she performed oophorectomy (one side removal of ovary) right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded. Lot number i966a reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: plaintiff fact sheet was received events added from pfs- depression, rashes,infection(bladder/urinary tract/vaginal)- uti, concomitant drug, were added. Events onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a 33-year-old female patient who had essure (batch no. Right d19668, left i966a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder and hypothyroidism. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome and abdominal pain. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In september 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In october 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). In november 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). On 11-jan-2017, 4 months 18 days after insertion of essure, the patient experienced nausea ("nausea"). In january 2017, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In june 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes") and weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), anxiety ("psychiatric problems condition: anxiety"), constipation ("constipation"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, nausea and dysmenorrhoea had resolved and the uterine haemorrhage, hot flush, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, dyspareunia, visual impairment, fatigue, weight increased, dyspepsia, constipation, alopecia, back pain and ovarian cyst outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal placement of the essure coils with 3 coils seen on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on 7-dec-2016: confirmed essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. Following event: other injury(ies) or complication (s) please describe: left ovarian cyst. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a 33-year-old female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder and hypothyroidism. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome and abdominal pain. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). On (B)(6) 2017, 4 months 19 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes") and weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), anxiety ("psychiatric problems condition: anxiety"), constipation ("constipation"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, nausea and dysmenorrhoea had resolved and the uterine haemorrhage, hot flush, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, dyspareunia, visual impairment, fatigue, weight increased, dyspepsia, constipation, alopecia, back pain and ovarian cyst outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal placement of the essure coils with 3 coils seen on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded. Lot number i966a reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in an adult female patient who had essure (batch no. Right d19668, left i966a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder and hypothyroidism. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome and abdominal pain. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("hormonal changes describe: mood swings"). In october 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). In january 2017, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In june 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes"). In 2017, the patient experienced anxiety ("psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), constipation ("constipation"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, nausea and dysmenorrhoea had resolved and the uterine haemorrhage, hot flush, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, dyspareunia, visual impairment, fatigue, weight increased, dyspepsia, constipation, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal placement of the essure coils with 3 coils seen on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, urinary tract disorder, urinary tract infection, , vaginal haemorrhage, visual impairment and weight increased are added. Lot number & lab data added. Concomitant & historical conditions , drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 32-year-old female patient who had essure (batch no. I966a-inv,d19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder, hypothyroidism, asthma, panic attacks, post-traumatic stress disorder, seasonal allergy and unable to walk. (B)(6) 2017:ultrasound of the pelvis, transabdominal and transvaginal: impression: complex cystic lesions of the ovaries bilaterally. Preserved blood flow seen to bilawral ovaries. Previously described largest lesion at the left ovary versus, however measures slightly smaller in size wllefl compared to previous study, which may be technical, additional followup imaging should be pursued to ensure true decrease in size, normal sonographic evaluation of the uterus. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome, abdominal pain, abdominal pain, haemorrhagic ovarian cyst, urinary retention, adnexa uteri tenderness, right lower quadrant pain, uterine bleeding and adenomyosis. Concomitant products included venlafaxine hydrochloride (effexor) since 2009 for anxiety and depression as well as clonazepam (klonopin) since 2008 to (B)(6) 2018 and lithium since (B)(6) 2017. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), anxiety ("psychiatric problems condition: anxiety"), nausea ("nausea"), constipation ("constipation"), alopecia ("hair loss"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, back pain, dermatitis allergic, abdominal pain, genital haemorrhage and vaginal discharge had resolved and the uterine haemorrhage, hot flush, mood swings, anxiety, headache, dyspareunia, visual impairment, weight increased, dyspepsia, constipation, alopecia, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal placement of the essure coils with 3 coils seen on either side. On (B)(6) 2017- she performed oophorectomy (one side removal of ovary) right ovary. Patient received treatment for uti, vginal discharge, menorrhagia, pelvic pain, bleeding ,abdominal pain, fatigue,, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: result: clinical diagnosis: pelvic pain, left ovarian cyst final pathologic diagnosis ovary and fallopian tube, left, oophorectomy and salpingectomy: serous cystadenoma of ovary, atypia not identified. Fallopian tube. Macroscopic description: the specirnen is submitted in one container, in formalin, labeled left ovary and tube. The associated fallopian tube includes the fimbriated end. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid. The largest cyst measures 2.5 cm in diameter. Microscopic description: the fallopian tube is unremarkable. The ovary contains a cyst lined by columnar epithelium consistent with a serous cystadenoma. Atypia or papillary areas are not identified.; on (B)(6) 2017: result: clinical diagnosis: menorrhagia, endometriosis final pathologic diagnosis: uterus, cervix, right tube and ovary, hysterectomy: proliferative endometrium no hyperplasia or carcinoma seen benign mucinous or carcinoma seen cervix with no significant pathologic abnormality macroscopic description: the serosal surface is tan-pink and smooth. Bisecting the specimen reveals an endocervical canal free of polyps or obstruction. Two metal coils are present on the intramural portion of the fallopian tube. Sectioning both portions of the specimen reveals grossly unremarkable myometrium. A portion of the metal coil is present in the fallopian tube. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid and thick pale tan material. Microscopic description: sections of the cervix show cervical mucosa lined by squamous and endocervical glandular epithelium. Sections of endometrium show a proliferative endometrium. Sections of the right ovary show a multi oculated cystic lesion lined by a single layer of benign-appearing mucinous cells.. Ultrasound scan - on (B)(6) 2017: result: patient status post cholecystectomy without biliary dilatation. No right hydronephrosis present.; on (B)(6) 2017: result: uterus is unremarkable. Right - sided essure micro- insert is in place. Endometrial echocomplex is unremarkable. Continued right ovarian abnormality. The hyperechoic lesion is newly visualized. Considering the history of endometriosis right ovarian abnormality could be entirely due to endometriomas. Other lesions are not definitively excluded. The hyperechoic lesion could be endometrioma although considering the echotexture dermoid is a consideration as well. Follow- up and further evaluation can be provided as needed.; on (B)(6) 2017: result: left oophorectomy. Nonspecific lesions in the right ovary different in character and size from prior study. Normal uterus. Lot number i966a reported is not valid. Lot number i966a reported is not valid. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: ovarian cyst, pelvic pain, anxiety, headache, migraines, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 32-year-old female patient who had essure (batch no. D19668,(d1966b,d1966a-inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder, hypothyroidism, asthma, panic attacks, post-traumatic stress disorder, seasonal allergy, unable to walk, alcohol abuse, gonorrhea, ovarian cystadenoma, nausea, asthma, anxiety disorder, post-traumatic stress disorder, cholecystectomy, oophorectomy, fatigue and parity 1. (B)(6) 2017:ultrasound of the pelvis, transabdominal and transvaginal: impression: complex cystic lesions of the ovaries bilaterally. Preserved blood flow seen to bilawral ovaries. Previously described largest lesion at the left ovary versus, however measures slightly smaller in size wllefl compared to previous study, which may be technical, additional followup imaging should be pursued to ensure true decrease in size, normal sonographic evaluation of the uterus. Previously administered products included for an unreported indication: prozac, effexor, topamax, bactrim, fioricet, benadryl IV, antibiotics and ibuprofen. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome, abdominal pain, abdominal pain, haemorrhagic ovarian cyst, urinary retention, adnexa uteri tenderness, right lower quadrant pain, uterine bleeding and adenomyosis. Concomitant products included venlafaxine hydrochloride (effexor) since 2009 for anxiety and depression as well as clonazepam (klonopin) since 2008 to (B)(6) 2018 and lithium since (B)(6) 2017. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"). On (B)(6)2017, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), anxiety ("psychiatric problems condition: anxiety"), nausea ("nausea"), constipation ("constipation"), alopecia ("hair loss"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, back pain, dermatitis allergic, abdominal pain, genital haemorrhage and vaginal discharge had resolved and the uterine haemorrhage, hot flush, mood swings, anxiety, headache, dyspareunia, visual impairment, weight increased, dyspepsia, constipation, alopecia, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2017 normal placement of the essure coils with 3 coils seen on either side. On (B)(6) 2017- she performed oophorectomy (one side removal of ovary) right ovary. Patient received treatment for uti, vginal discharge, menorrhagia, pelvic pain, bleeding ,abdominal pain, fatigue,, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: result: clinical diagnosis: pelvic pain, left ovarian cyst final pathologic diagnosis ovary and fallopian tube, left, oophorectomy and salpingectomy: serous cystadenoma of ovary, atypia not identified. Fallopian tube. Macroscopic description: the specirnen is submitted in one container, in formalin, labeled left ovary and tube. The associated fallopian tube includes the fimbriated end. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid. The largest cyst measures 2.5 cm in diameter. Microscopic description: the fallopian tube is unremarkable. The ovary contains a cyst lined by columnar epithelium consistent with a serous cystadenoma. Atypia or papillary areas are not identified.; on (B)(6)2017: result: clinical diagnosis: menorrhagia, endometriosis final pathologic diagnosis: uterus, cervix, right tube and ovary, hysterectomy: proliferative endometrium, no hyperplasia or carcinoma seen, benign mucinous or carcinoma seen, cervix with no significant pathologic abnormality. Macroscopic description: the serosal surface is tan-pink and smooth. Bisecting the specimen reveals an endocervical canal free of polyps or obstruction. Two metal coils are present on the intramural portion of the fallopian tube. Sectioning both portions of the specimen reveals grossly unremarkable myometrium. A portion of the metal coil is present in the fallopian tube. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid and thick pale tan material. Microscopic description: sections of the cervix show cervical mucosa lined by squamous and endocervical glandular epithelium. Sections of endometrium show a proliferative endometrium. Sections of the right ovary show a multi oculated cystic lesion lined by a single layer of benign-appearing mucinous cells.. Ultrasound scan - on (B)(6) 2017: result: patient status post cholecystectomy without biliary dilatation. No right hydronephrosis present.; on (B)(6) 2017: result: 1. Uterus is unremarkable. Right - sided essure micro- insert is in place. 2. Endometrial echocomplex is unremarkable. 3. Continued right ovarian abnormality. The hyperechoic lesion is newly visualized. Considering the history of endometriosis right ovarian abnormality could be entirely due to endometriomas. Other lesions are not definitively excluded. The hyperechoic lesion could be endometrioma although considering the echotexture dermoid is a consideration as well. Follow- up and further evaluation can be provided as needed.; on (B)(6) 2017: result: left oophorectomy. Nonspecific lesions in the right ovary different in character and size from prior study. Normal uterus.. Lot number i966a reported is not valid.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: ovarian cyst, pelvic pain, anxiety, headache, migraines, dysmenorrhoea, menorrhagia lot numbers reported (d1966b,d1966a ) are invalid. Most recent follow-up information incorporated above includes: on 15-apr-2021: update of information (batch is invalid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 32-year-old female patient who had essure (batch no. I966a-not valid, d19668,d1966b,d1966a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder, hypothyroidism, asthma, panic attacks, post-traumatic stress disorder, seasonal allergy, unable to walk, alcohol abuse, gonorrhea, ovarian cystadenoma, nausea, asthma, anxiety disorder, post-traumatic stress disorder, cholecystectomy, oophorectomy, fatigue and parity 1. (B)(6) 2017:ultrasound of the pelvis, transabdominal and transvaginal: impression: complex cystic lesions of the ovaries bilaterally. Preserved blood flow seen to bilawral ovaries. Previously described largest lesion at the left ovary versus, however measures slightly smaller in size wllefl compared to previous study, which may be technical, additional followup imaging should be pursued to ensure true decrease in size, normal sonographic evaluation of the uterus. Previously administered products included for an unreported indication: prozac, effexor, topamax, bactrim, fioricet, benadryl IV, antibiotics and ibuprofen. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome, abdominal pain, abdominal pain, haemorrhagic ovarian cyst, urinary retention, adnexa uteri tenderness, right lower quadrant pain, uterine bleeding and adenomyosis. Concomitant products included venlafaxine hydrochloride (effexor) since 2009 for anxiety and depression as well as clonazepam (klonopin) since 2008 to (B)(6) 2018 and lithium since (B)(6) 2017. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), anxiety ("psychiatric problems condition: anxiety"), nausea ("nausea"), constipation ("constipation"), alopecia ("hair loss"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, back pain, dermatitis allergic, abdominal pain, genital haemorrhage and vaginal discharge had resolved and the uterine haemorrhage, hot flush, mood swings, anxiety, headache, dyspareunia, visual impairment, weight increased, dyspepsia, constipation, alopecia, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2017 normal placement of the essure coils with 3 coils seen on either side. On (B)(6) 2017- she performed oophorectomy (one side removal of ovary) right ovary. Patient received treatment for uti, vginal discharge, menorrhagia, pelvic pain, bleeding ,abdominal pain, fatigue,, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: result: clinical diagnosis: pelvic pain, left ovarian cyst final pathologic diagnosis. Ovary and fallopian tube, left, oophorectomy and salpingectomy: serous cystadenoma of ovary, atypia not identified. Fallopian tube. Macroscopic description: the specirnen is submitted in one container, in formalin, labeled left ovary and tube. The associated fallopian tube includes the fimbriated end. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid. The largest cyst measures 2.5 cm in diameter. Microscopic description: the fallopian tube is unremarkable. The ovary contains a cyst lined by columnar epithelium consistent with a serous cystadenoma. Atypia or papillary areas are not identified.; on (B)(6) 2017: result: clinical diagnosis: menorrhagia, endometriosis final pathologic diagnosis: uterus, cervix, right tube and ovary, hysterectomy: proliferative endometrium. No hyperplasia or carcinoma seen. Benign mucinous or carcinoma seen. Cervix with no significant pathologic abnormality. Macroscopic description: the serosal surface is tan-pink and smooth. Bisecting the specimen reveals an endocervical canal free of polyps or obstruction. Two metal coils are present on the intramural portion of the fallopian tube. Sectioning both portions of the specimen reveals grossly unremarkable myometrium. A portion of the metal coil is present in the fallopian tube. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid and thick pale tan material. Microscopic description: sections of the cervix show cervical mucosa lined by squamous and endocervical glandular epithelium. Sections of endometrium show a proliferative endometrium. Sections of the right ovary show a multi oculated cystic lesion lined by a single layer of benign-appearing mucinous cells.. Ultrasound scan - on (B)(6) 2017: result: patient status post cholecystectomy without biliary dilatation. No right hydronephrosis present.; on (B)(6) 2017: result: 1. Uterus is unremarkable. Right - sided essure micro- insert is in place. 2. Endometrial echocomplex is unremarkable. 3. Continued right ovarian abnormality. The hyperechoic lesion is newly visualized. Considering the history of endometriosis right ovarian abnormality could be entirely due to endometriomas. Other lesions are not definitively excluded. The hyperechoic lesion could be endometrioma although considering the echotexture dermoid is a consideration as well. Follow- up and further evaluation can be provided as needed.; on (B)(6) 2017: result: left oophorectomy. Nonspecific lesions in the right ovary different in character and size from prior study. Normal uterus.. Lot number i966a reported is not valid. Lot number i966a reported is not valid. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: ovarian cyst, pelvic pain, anxiety, headache, migraines, dysmenorrhoea, menorrhagia most recent follow-up information incorporated above includes: on 8-apr-2021: mr received: reporter, lot number, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 32-year-old female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder, hypothyroidism, asthma, panic attacks, post-traumatic stress disorder, seasonal allergy and unable to walk. (B)(6) 2017:ultrasound of the pelvis, transabdominal and transvaginal: impression: complex cystic lesions of the ovaries bilaterally. Preserved blood flow seen to bilawral ovaries. Previously described largest lesion at the left ovary versus, however measures slightly smaller in size wllefl compared to previous study, which may be technical, additional followup imaging should be pursued to ensure true decrease in size, normal sonographic evaluation of the uterus. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome, abdominal pain, abdominal pain, haemorrhagic ovarian cyst, urinary retention, adnexa uteri tenderness, right lower quadrant pain, uterine bleeding and adenomyosis. Concomitant products included venlafaxine hydrochloride (effexor) since 2009 for anxiety and depression as well as clonazepam (klonopin) since 2008 to (B)(6) 2018 and lithium since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), anxiety ("psychiatric problems condition: anxiety"), nausea ("nausea"), constipation ("constipation"), alopecia ("hair loss"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, back pain, dermatitis allergic, abdominal pain, genital haemorrhage and vaginal discharge had resolved and the uterine haemorrhage, hot flush, mood swings, anxiety, headache, dyspareunia, visual impairment, weight increased, dyspepsia, constipation, alopecia, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal placement of the essure coils with 3 coils seen on either side. On (B)(6) 2017- she performed oophorectomy (one side removal of ovary) right ovary. Patient received treatment for uti, vginal discharge, menorrhagia, pelvic pain, bleeding ,abdominal pain, fatigue, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: result: clinical diagnosis: pelvic pain, left ovarian cyst final pathologic diagnosis ovary and fallopian tube, left, oophorectomy and salpingectomy: serous cystadenoma of ovary, atypia not identified. Fallopian tube. Macroscopic description: the specirnen is submitted in one container, in formalin, labeled left ovary and tube. The associated fallopian tube includes the fimbriated end. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid. The largest cyst measures 2.5 cm in diameter. Microscopic description: the fallopian tube is unremarkable. The ovary contains a cyst lined by columnar epithelium consistent with a serous cystadenoma. Atypia or papillary areas are not identified.; on (B)(6) 2017: result: clinical diagnosis: menorrhagia, endometriosis final pathologic diagnosis: uterus, cervix, right tube and ovary, hysterectomy: proliferative endometrium no hyperplasia or carcinoma seen benign mucinous or carcinoma seen cervix with no significant pathologic abnormality macroscopic description: the serosal surface is tan-pink and smooth. Bisecting the specimen reveals an endocervical canal free of polyps or obstruction. Two metal coils are present on the intramural portion of the fallopian tube. Sectioning both portions of the specimen reveals grossly unremarkable myometrium. A portion of the metal coil is present in the fallopian tube. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid and thick pale tan material. Microscopic description: sections of the cervix show cervical mucosa lined by squamous and endocervical glandular epithelium. Sections of endometrium show a proliferative endometrium. Sections of the right ovary show a multi oculated cystic lesion lined by a single layer of benign-appearing mucinous cells.. Ultrasound scan - on (B)(6) 2017: result: patient status post cholecystectomy without biliary dilatation. No right hydronephrosis present; on (B)(6) 2017: result: 1. Uterus is unremarkable. Right - sided essure micro- insert is in place. 2. Endometrial echocomplex is unremarkable. 3. Continued right ovarian abnormality. The hyperechoic lesion is newly visualized. Considering the history of endometriosis right ovarian abnormality could be entirely due to endometriomas. Other lesions are not definitively excluded. The hyperechoic lesion could be endometrioma although considering the echotexture dermoid is a consideration as well. Follow- up and further evaluation can be provided as needed.; on (B)(6) 2017: result: left oophorectomy. Nonspecific lesions in the right ovary different in character and size from prior study. Normal uterus. Lot number i966a reported is not valid. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: ovarian cyst, pelvic pain, anxiety, headache, migraines, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "vaginal hemorrhage, bladder infection" updated to "recovered/resolved." A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 32-year-old female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, irritable bowel syndrome, gerd, autoimmune disorder, hypothyroidism, asthma, panic attacks, post-traumatic stress disorder, seasonal allergy and unable to walk. Concurrent conditions included overweight, perineal pain, endometriosis, ovarian cyst, pre-menstrual tension syndrome, abdominal pain, abdominal pain, haemorrhagic ovarian cyst, urinary retention, adnexa uteri tenderness, right lower quadrant pain, uterine bleeding and adenomyosis. Concomitant products included venlafaxine hydrochloride (effexor) since 2009 for anxiety and depression as well as clonazepam (klonopin) since 2008 to (B)(6) 2018 and lithium since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: food not digesting"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: vision changes"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), anxiety ("psychiatric problems condition: anxiety"), nausea ("nausea"), constipation ("constipation"), alopecia ("hair loss"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingo-oophorectomy / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, migraine, nausea, dysmenorrhoea, fatigue, back pain, dermatitis allergic, abdominal pain, genital haemorrhage and vaginal discharge had resolved and the uterine haemorrhage, hot flush, mood swings, vaginal haemorrhage, cystitis, anxiety, bladder disorder, urinary tract disorder, headache, dyspareunia, visual impairment, weight increased, dyspepsia, constipation, alopecia, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal placement of the essure coils with 3 coils seen on either side. On (B)(6) 2017- she performed oophorectomy (one side removal of ovary) right ovary. Patient received treatment for uti, vaginal discharge, menorrhagia, pelvic pain, bleeding ,abdominal pain, fatigue, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: result: clinical diagnosis: pelvic pain, left ovarian cyst final pathologic diagnosis ovary and fallopian tube, left, oophorectomy and salpingectomy: serous cystadenoma of ovary, atypia not identified. Fallopian tube. Macroscopic description: the specirnen is submitted in one container, in formalin, labeled left ovary and tube. The associated fallopian tube includes the fimbriated end. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid. The largest cyst measures 2.5 cm in diameter. Microscopic description: the fallopian tube is unremarkable. The ovary contains a cyst lined by columnar epithelium consistent with a serous cystadenoma. Atypia or papillary areas are not identified.; on (B)(6) 2017: result: clinical diagnosis: menorrhagia, endometriosis final pathologic diagnosis: uterus, cervix, right tube and ovary, hysterectomy: proliferative endometrium no hyperplasia or carcinoma seen benign mucinous or carcinoma seen cervix with no significant pathologic abnormality macroscopic description: the serosal surface is tan-pink and smooth. Bisecting the specimen reveals an endocervical canal free of polyps or obstruction. Two metal coils are present on the intramural portion of the fallopian tube. Sectioning both portions of the specimen reveals grossly unremarkable myometrium. A portion of the metal coil is present in the fallopian tube. Sectioning the ovary reveals multiple cystic spaces filled with clear fluid and thick pale tan material. Microscopic description: sections of the cervix show cervical mucosa lined by squamous and endocervical glandular epithelium. Sections of endometrium show a proliferative endometrium. Sections of the right ovary show a multi occulted cystic lesion lined by a single layer of benign-appearing mucinous cells.. Ultrasound scan - on (B)(6) 2017: result: patient status post cholecystectomy without biliary dilatation. No right hydronephrosis present.; on (B)(6) 2017: result: 1. Uterus is unremarkable. Right - sided essure micro- insert is in place. 2. Endometrial echocomplex is unremarkable. 3. Continued right ovarian abnormality. The hyperechoic lesion is newly visualized. Considering the history of endometriosis right ovarian abnormality could be entirely due to endometriomas. Other lesions are not definitively excluded. The hyperechoic lesion could be endometrioma although considering the echotexture dermoid is a consideration as well. Follow- up and further evaluation can be provided as needed.; on (B)(6) 2017: result: left oophorectomy. Nonspecific lesions in the right ovary different in character and size from prior study. Normal uterus.. Lot number i966a reported is not valid. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: ovarian cyst, pelvic pain, anxiety, headache, migraines, dysmenorrhoea, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: abdominal pain, gen. Abnormal bleeding, vaginal discharge and post removal complications were added. Outcome and rcc comments updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.